Manufacturer narrative:
Taper ii. Supplement #1: medwatch sent to FDA on 07/25/2018. Device evaluation summary: a visual examination was performed on the returned access port with taper type ii. Blue particles were noted on the port tubing at the port tubing junction. An opening was noted on the port tubing at the taper tubing junction. Needle marks were noted on the port septum. Scratches were noted on the port housing. Blue particles were noted on the port base. A port leak test was performed, and the port was noted to be leaking from an opening on the port tubing at the taper tubing junction. An air leak test was not feasible, as the device was received with the access port only. A fill inspection test was performed, and no blockage was noted when colored di water was passed through the port septum and tubing. Under microscopic analysis, an unidentified opening was noted on the port tubing, at the taper tubing junction. A non-penetrating nick/mark was noted near the opening at the taper tubing junction. Black particles were noted on the outer surface of the non-penetrating nick/mark. A second non-penetrating nick/mark was noted on the port tubing near the port tubing junction. Needle marks were noted on the port septum. Non-penetrating nicks/marks were noted on the port housing, port holes, and port base. The end of the band tubing, separated approximately 0.9 inches past the ss connector, was noted to have striated edges, consistent with damage from a surgical end cut to remove the device.

Event description:
Additional information: discolored fluid was noted during office visit. Band is in good position. Leak was from catheter tubing. Port was removed and replaced.

Manufacturer narrative:
Taper unknown. . The reporter of the event was asked to provide device information, patient information and return the product for analysis. To date, neither the device nor any further information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connecter type associated with this event. Device labeling addresses the reported event as follows: precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant. Care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should line with a gentle arching transition into the abdomen. Point in the direction of the access port connector so that the tubing will form a straight when adjusting band volume, the needle must be inserted perpendicular to the access port septum. Failure to do so may cause damage to the port and result in leaks. When adjusting band volume after the septum is punctured, do not tilt or rock the needle, as this may cause fluid leakage or damage to the septum. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Other adverse events considered related to the lap-band® system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system experienced lap-band leak. The device was removed.